Manufacturer narrative:
Additional information: d10, h3 and h6. The reported events of noise resulting in oversensing and inappropriate defibrillation therapy were confirmed. As received, a complete lead was returned in one piece. Electrical testing found a conductor fracture. Visual inspection of the lead found the lead was bent at the proximal region. X-ray inspection of this location found seven of the inner coil filars were fractured. The cause of the reported events was isolated to inner coil fracture consistent with bending fatigue.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During follow-up, noise resulting in oversensing and inappropriate defibrillation therapy was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.